Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("chronic pelvic pain for 4 years since essure placement") in a 44-year-old female patient who had essure (batch no. 871979) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. No past medical history, no gynaecological past medical history. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and visual impairment ("visual disorder for 4 years since essure placement"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and visual impairment outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for menorrhagia, pelvic pain and visual impairment with essure. The reporter commented: essure was removed by laparoscopic bilateral salpingectomy on patient's request and due to medical reason (medically necessary). Query on causality answered with "?". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): menorrhagia: 1340 cases were identified. Pelvic pain: 11623 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 21-jun-2018: gynecologist provided the device removal questionnaire: patient's initials (rv) and birth date added (44 years old at start of events) with no relevant medical/ gynaecological history, 3 children. Essure (new: lot# 871979) was inserted on (B)(6) 2011 (prev: 2011) and removed on (B)(6) 2018 (as scheduled) via laparoscopic bilateral salpingectomy on patient's request and due to medical reason (medically necessary). Primary reason for removal were events "visual disorder" and "menorrhagia" (new events added). No 6-month follow-up is available. No assessment of causal relationship was provided ("?" Answered by reporter) on 5-jun-2018: health authority number provided: (B)(4). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("chronic pelvic pain for 4 years since essure placement") in a 44-year-old female patient who had essure (batch no. 871979) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. No past medical history, no gynaecological past medical history. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and visual impairment ("visual disorder for 4 years since essure placement"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and visual impairment outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for menorrhagia, pelvic pain and visual impairment with essure. The reporter commented: essure was removed by laparoscopic bilateral salpingectomy on patient's request and due to medical reason (medically necessary). Query on causality answered with "?". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: updated quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a gynecologist and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("chronic pelvic pain for 4 years since essure placement") in a 44-year-old female patient who had essure (batch no. 871979) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. No past medical history, no gynaecological past medical history. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and visual impairment ("visual disorder for 4 years since essure placement"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and visual impairment outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for menorrhagia, pelvic pain and visual impairment with essure. The reporter commented: essure was removed by laparoscopic bilateral salpingectomy on patient's request and due to medical reason (medically necessary). Query on causality answered with "?". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts (excluding this case): menorrhagia: 1374 cases were identified. Pelvic pain: 11656 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("chronic pelvic pain for 4 years since essure placement") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and visual impairment ("visual disorder for 4 years since essure placement"). The patient was treated with surgery (fallopian tubes and essure will be removed on (B)(6) 2018). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain was resolving and the visual impairment outcome was unknown. The reporter provided no causality assessment for pelvic pain and visual impairment with essure. The reporter commented: the gynaecologist was to remove the fallopian tubes and essure on (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11443 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.